Event description:
Concern has arisen around the use of the becton dickinson throat swab. This swab is manufactured by (B)(4) and distributed by becton dickinson. The concern is that there is a pre-manufactured "break away" area along the shaft of the swab to allow the clinician to break off the tip, put it in the vial that comes in the package, and send the vial to the lab for testing. The concern is that the tip could break off while in use, especially when swabbing a child's throat. A child could easily bite down on the swab shaft causing it to break in the predetermined area and possibly get stuck in the child's throat.